Event description:
It was reported that there was high impedance up to 1590 ohms. The lead was explanted and replaced. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) white, non-conductive, fat type tissue/substance found on the tip electrode and this most likely contributed to the rise in impedance; full lead in segments returned and analyzed. Performance data collected from the ICD device did not show the high impedances indicated.